Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported for ¿maybe 6 months or so¿, they noticed when they try to connect to their pump to bolus, ¿it runs very slow, like it takes 5 minutes¿, the patient stated the screen will pause at 90% when trying to connect and ¿finally, after 3 or 4 minutes it will say bolus started. I can even lay it (the equipment) down, and walk away, and it still does that (says bolus started after setting the equipment down)¿. The agent reviewed considerations and assisted the patient in clearing data from the app. Prior to data clear, patient's data was 9.21 mb. The patient would monitor and call back if issue persists.